Event description:
Reference number (B)(4). Event occurred in spain, it was reported that on (B)(6) 2024 that needle is stick during removal and it's hard to remove. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain h11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.